Event description:
Healthcare professional reported "implant ruptured as it was being inserted". This record is for unknown side. The device remains implanted.

Manufacturer narrative:
Clarification on d.4: expiry date: 12/31/9999. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.